Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a air in line printed circuit board (ail pcb) needs calibration. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, air in line printed circuit board (ail pcb) needs calibration was observed. Failure code 810:04 in the event history confirms the ail pcb needs calibration. This failure code is manifested as a result of the ail pcb being defective. The ail pcb on channel a was recalibrated.